Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient was implanted with lcp plate on an unknown date. After two months, plate was found broken in (B)(6). The revision took place in the u.s., hardware was removed. It is not known what the patient was revised to. No further information available.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. Due to the topography of the fracture surfaces we can assume that the investigated lcp broke because of dynamic bending which finally led to the fatigue failure. Over a period of time the lcp had to absorb and neutralize forces that may have been greater than the tolerable load. Postoperative activities of the patient may have played a certain role. We found no evidence of material or manufacturing defects.